Event description:
It was reported that the nurse was starting new therapy with medium pads and getting low flow rate alerts in the arctic sun device. They had stopped therapy before calling but stated that the flow rate was 2.3lpm before. Mss asked the nurse to start the therapy again, flow rate was primed and stopped, inlet pressure was -1.9psi, flow rate was 0lpm, circulation pump command was 100 percent, system hours were 2656 and pump hours were 2403 . Mss asked them to disconnect and reconnect the pads, but they had another device from the emergency room available and they moved the pads to this machine instead. When mss called back they said that they got 0 flow with the new machine as well . Mss tried to get them to troubleshoot one or both devices, but they declined the mss help and stated they were changing the pads. Mss asked for the lot number, and they said they would record it later if they could find it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was starting new therapy with medium pads and getting low flow rate alerts in the arctic sun device. They had stopped therapy before calling but stated that the flow rate was 2.3lpm before. Mss asked the nurse to start the therapy again, flow rate was primed and stopped, inlet pressure was -1.9psi, flow rate was 0lpm, circulation pump command was 100 percent, system hours were 2656 and pump hours were 2403 . Mss asked them to disconnect and reconnect the pads, but they had another device from the emergency room available and they moved the pads to this machine instead. When mss called back they said that they got 0 flow with the new machine as well . Mss tried to get them to troubleshoot one or both devices, but they declined the mss help and stated they were changing the pads. Mss asked for the lot number, and they said they would record it later if they could find it.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the nurse was starting new therapy with medium pads and getting low flow rate alerts in the arctic sun device. They had stopped therapy before calling but stated that the flow rate was 2.3lpm before. Mss asked the nurse to start the therapy again, flow rate was primed and stopped, inlet pressure was -1.9psi, flow rate was 0lpm, circulation pump command was 100 percent, system hours were 2656 and pump hours were 2403 . Mss asked them to disconnect and reconnect the pads, but they had another device from the emergency room available and they moved the pads to this machine instead. When mss called back they said that they got 0 flow with the new machine as well . Mss tried to get them to troubleshoot one or both devices, but they declined the mss help and stated they were changing the pads. Mss asked for the lot number, and they said they would record it later if they could find it.